Event description:
A complaint was received regarding a 360" ext set w/clave¿, clamp, rotating luer w/filter cap that experienced no flow during use resulting in blood pressure changes requiring intervention. It was reported that "patient went to cardiac MRI with 2 pressors running through MRI extension tubing levo 0.1 and vaso 2. Patient was on MRI table but not yet in scanning room where rn was attempting to organize IV lines to reach the scanner when maps via art line suddenly dropped from 70s to upper 40s/low 50s. Pressors titrated up and patient recovered within 5 minutes but then was very hypertensive (sbp 200). MRI aborted and brought back to ICU room. Patient had been stable and all IV extension tubing was carefully organized before going back to MRI. During this time patient had another abrupt drop of maps to 50 for about 2 minutes before recovering with additional pressors. No line manipulation, turns, patient care, etc. Was being done at the time of hypotension. Decision made to continue with going to cardiac MRI with md at bedside for assistance. Stable bp transferring to MRI table and scanner. An IV med was pushed by md through a separate open lumen of the cvc at this time, resulting in another map drop requiring emergency med push by md for map recovery. The scheduled med had to be pushed two additional times during the scan and was pushed more slowly, no changes in maps during these admins. Patient was stable during the scan and returned to ICU room. A fourth episode of sudden map drop to 50 occurred despite no interventions or cares to the patient at the time, quickly recovered". Additionally, the concern is that the IV extension tubing was not delivering consistent doses of the pressors. Large swings in bp would occur abruptly and patient always "leveled out' at his base dose of levo 0.1, showing no actual need for increased pressors outside of these episodes. There was no alerts or alarms on the IV pumps and med bags appeared to be dripping appropriately. No lines were kinked or clamped; following first episode lines were perfectly organized. The event occurred on 06-jun-2025. There was patient involvement and there was an adverse event.

Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.